Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated and the battery voltage was below the level indicated for implant. The battery voltage was still below the level indicated for implant after the device was at room temperature for over a week. The device was not used. There was no patient involvement.